Event description:
Baxter investigation personnel reported an infusor with a leak at the welded area of the volume indicator and port. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: this product is not distributed in the u.s. And does not have a 510(k) number. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample for evaluation containing fluid inside the housing. Visual and functional testing of the device confirmed a leak at the welded area of the volume indicator and port. The root cause was determined to be a manufacturing issue. There was an improper weld of the volume indicator and port. When these two components were joined using ultrasonic welding equipment the weld was not centered creating a small gap which lead to the leak. Additionally, the hold time during the welding process was investigated as a result of this issue. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.